Manufacturer narrative:
It has been reported to philips that the system attempted to fetch thousands of studies, prompting a check of the study_instance_storage table for entries with values not equal to 2; however, only a small number of entries were found. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was that the fetch fails when new data is imported into an offline study. This happened because dcmimport does not correctly recognize an existing study due to updated institution name values and incorrectly attempts to create a new repository directory instead of using the existing one. As an immediate action, a workaround script was used to retrieve studies from the archive and copy them to online storage with the correct institution name. Issue has since been resolved. Although no adverse events or patient harm were reported in the associated complaint, the risk assessment of the reported issue was performed and concluded that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur and hence this issue is determined as non-reportable. Note: evaluation results and conclusion FDA c-code were updated.

Event description:
It has been reported to philips that the system attempted to fetch thousands of studies, prompting a check of the study_instance_storage table for entries with values not equal to 2; however, only a small number of entries were found. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.